Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick had an inductive failure, causing the joystick to be sluggish, which confirmed the original complaint issue.

Event description:
The dealer would like to send the joystick in for repair, that he believes the chair needs a new inductive, that the joystick was sluggish, would not turn right away and was not responding as it should.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer would like to send the joystick in for repair, that he believes the chair needs a new inductive, that the joystick was sluggish, would not turn right away and was not responding as it should.